Manufacturer narrative:
See previously reported events under rr # 6000153-2019-00015, and 6000153-2019-00017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was stated the patient was having routine battery replacement for eri status. A manufacturing representative (rep) attended the case. Prior to the ins change, it was noted contacts case and 3 and case and 11 were high. During the ins change the impedances showed high values on case and 3 case and 1 and all bipolar configurations. The right side showed high impedances on all contacts. The hcp disconnected and reconnected both channels, at which time the left side continued to show high values on case and 3 case and 1 and all bipolar configurations. The right side went back to baseline which was on case and 11 high. The hcp was with the patient post-op as they were about to be discharged and in checking impedances again indicated summary tab showed contacts 0, 2, and 3 with xs and "avoid" and contact 1 was red and "not used." In electrode tab, c-3 and c-1 show "high" but c-2 and c-0 show 757 ohm; all bipolar pairs show "high" with red x's. The hcp stated the patient was currently programmed on c-0 and it was inquired if they had to turn the ins off due to these impedance readings. It was reviewed that if the patient was currently programming on c-0, it appeared that the pair was ok to use if impedance was within normal range. It was also reviewed that even if the patient were programmed on any of the "high" pairs, it wouldn't do harm to the ins but that high impedances conserve battery life. It would be unlikely that the patient would receive therapy. It was stated they may look at adding contact 2 into programming when the patient returns to the office. Upon reviewing history for original base line high impedance, it was indicated that on (B)(6) 2015 impedances were abnormal and that in (B)(6) 2015, impedances were documented as case and 2, 3, 10, and 11 as high with no known reason for this. (B)(6) 2017 impedances were documented as case and 3 as high with no known reason why.

Manufacturer narrative:
Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient was still programmed using case and 0, since that combination did not have an impedance issue and the patient was stated to be receiving therapy. No further information was available.